Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states his humidifier is not heating up and there have been no error messages on device. During troubleshot patient turned on blower but he does not see the humidifier icon and power button is lit but power button will not power on device. Patient also states he cannot sleep without device and patient is audibly short of breath over the telephone. The patient was advised that this device needs replaced and it may take as much as 4-6 weeks for replacement. The patient was also advised that if he can call dme if they can give him a loaner or replacement device until replacement arrives. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.